Event description:
It was reported that a pt underwent an incisional hernia surgical procedure in 2009. During use, a small portion of the mesh (2cmx1cm) delaminated. The surgeon repaired the mesh by suturing it back together.

Manufacturer narrative:
Date sent to the FDA: 06/10/2009. Delamination occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.